Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned the dilator, delivery catheter sheath, and filter out of the cartridge, but did not return the cartridge to argon. A visual inspection did not find any damage to the product. Device was functionally evaluated. Dilator did not pass through the delivery catheter sheath and was stuck 49cm from the hub. Delivery catheter sheath was cut and found hard, dry body fluid. After that, the dilator passed through and did not find any damage to the sheath or liner removed from the delivery catheter sheath. Most likely, this issue was reported by the customer due to the hard body fluid which prevented filter from being unable to advance. Based on the evaluation, complaint could not be confirmed. Most likely, this issue was related to an event within the user environment, so we cannot do further evaluation this time. No corrective action is required at this time because a manufacturing defect cannot be confirmed.

Event description:
Filter legs were tangled when deployed via jugular access. Physician said that it was hard to push filter through sheath. He needed to retrieve the filter and place a new one.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Filter legs were tangled when deployed via jugular access. Physician said that it was hard to push filter through sheath. He needed to retrieve the filter and place a new one.